Event description:
Pt treated with the silverhawk device in 2005, died in recovery from a cerebral bleed. This was a second atherectomy procedure for this pt; pt had been on a regimen of plavix and aspirin for 3 months prior to procedure; pt had a CT of the head that showed ruptured aneurysm, intracranial bleed, and herniated brainstem; pt received angiomax during the procedure; no autopsy was performed.